Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on error code on 8015bd unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech needed help on error code 133.6080 on 8015bd units which is the backup speaker went out needs to be replace on unit. Confirm part number for backup speaker, transfer call to order mgr. To place order for part. Tech thank me for my assist.